Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2016. The skin reaction was described as red, raised bumpy skin underneath the sensor pod. On (B)(6) 2016, the patient went to visit the doctor for a regular check-up and showed the physician her rash. The doctor recommended that the patient try hydrocortisone cream on the rash. Affected area was treated with the over-the-counter hydrocortisone cream. At the time of contact, the patient was fine and was waiting for the rash to subside. No additional event or patient information was provided. No product or data was returned for evaluation. The reported event of skin reaction could not be confirmed. A root cause could not be determined.